Event description:
It was reported to boston scientific in 2008, that a captivator snare device was used for a colonoscopy procedure the same day (patient age, gender and weight unknown). According to the complainant, "during the procedure, the snare opens smoothly[;]however[,] when you go close the snare it hangs up and snags and does not close smoothly." The physician completed the procedure with this captivator polypectomy snare. No complications were reported as a result of this issue, and the patient was reported as "good" following the procedure.

Manufacturer narrative:
The device has not been returned; therefore, the cause of the reported event can not be determined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.